Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for a follow-up. An alert for non-sustained rv oversensing was observed due to post-paced t-wave oversensing on the ventricular channel. Programming changes were made, and device remains implanted.